Manufacturer narrative:
(B)(4). D10 - associated medical devices: refobacin bc r 1x40 us; item# 110034355; lot# k1905z22ba; refobacin bc r 1x40 us; item# 110034355; lot# k1905z22ba; femur cemented standard right size 7; item# 42504606202; lot# 64838116; stem extension tapered cemented 14 mm diameter +75 mm length; item# 42560007514; lot# 64853522; femoral distal augment cemented size 7, 7+ 5 mm thickness; item# 42556606205; lot# 64817473; tibia fixed cemented right size c stem extension use required; item# 42542006402; lot# 64679144; articular surface fixed bearing constrained posterior stabilized (cps) right 10 mm height use with tibia sizes c-d / ps femur sizes 6-9; item# 42522600510; lot# 64046555; stem extension tapered cemented 14 mm diameter +75 mm length; item# 42560007514; lot# 64853522; unknown mesh; item# unknown; lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that at the two-year follow-up following an initial right total knee arthroplasty, the patient reported experiencing pain. This pain has persisted through to the most recent follow-up, conducted four years post the initial procedure. All radiographic imaging revealed no significant findings, and all implanted components remain implanted. Attempts have been made and no further additional event information has been provided at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Medical records were provided and reviewed by a health care professional. The review identified right hip abscess requiring revision of ipsilateral tha and IV abx two months prior to onset as contributing factor to the event. Additionally, extensive scar tissue from pervious surgery and patella fracture could be contributing to pain 2 years post according to patient's surgeon. Implants on x-ray look good and well fixed. X-ray review identified implants in good position and alignment without evidence of failure, loosening or fracture. Patient is status post complex right revision total hip arthroplasty with a longstanding history of right hip pathology, including multiple surgical interventions. She continues to experience chronic right hip pain, weakness, and instability, which significantly limits her ability to safely ambulate without assistive support. Based on the available medical records, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.